Event description:
The contact stated that she tested the customer's glucose using her breeze2 meter and received a reading of 280 mg/dl. She retested using her contour meter and received a reading of 139 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.